Event description:
During a ptca/stenting treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of the rca, the quantum maverick monorail balloon was used to predilate the lesion prior to placement of a tristar stent. After placement of the stent, the quantum maverick monorail balloon was used to dilate the stent, but was suspected to have ruptured at 10 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) No patient injuries were reported. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to complete the procedure. A terumo introducer sheath (size unknown), a neo's soft guidewire (size unknown), a mach1 guide catheter (size unknown) and a b.brown inflation device were also used in this case. Patient status is reported as "good".